Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that wake button was intermittently unresponsive. Customer's blood glucose level was 250 mg/dl. Reportedly, while troubleshooting with tandem technical support, the issue was resolved. The customer continued to use the pump for insulin therapy.